Event description:
The customer reported a leak at the probe of the act diff 2 analyzer instrument while running controls. The volume of the leak was about 4 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gloves at the time when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility has a risk management/exposure control plan in place. Customer technical support (cts) instructed the customer to inspect the probe wipe block. The customer noticed that the probe wipe was not moving properly. Cts instructed the customer to remove the probe wipe block and clean it with bleach. The customer cleaned the probe wipe block and reattached it to the instrument. The instrument ran without any leaks. The repairs were verified per established procedures. Service was not dispatched. Failure mode: the cause of the leak was that the probe wipe block was not moving properly.

Manufacturer narrative:
(B)(4). Service was not dispatched.